Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the blue carefusion screen. A technical support specialist restarted the device and confirmed that the application was functioning correctly. Upon reviewing the logs, the tss found that the device had been restarted and that issues began occurring after that reboot. A review of the event viewer application logs showed structured query language (sql) exception errors immediately following the reboot. The device did not function properly after the initial restart, so the tss rebooted it again, after which it operated normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was stuck at blue carefusion screen. User unplugged and replug but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.